Manufacturer narrative:
The reason for this revision surgery was to correct an issue with the patient's leg length after two days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 868b1041. A total of (B)(4) complaints have been submitted against this part number. This is the (B)(4) complaint to be reported for this part used to correct a patient's issue with leg length. The remaining complaints have resulted from other issues such as infections, instability, dislocations and pain. The root cause for the patient's leg length issue was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the leg length needing to be shortened.